Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent thorough analysis. The pump was microscopically inspected, leak and functionality tested. The pump kink resistant tubing (krt) were worn to the filament. Pump krt had a hole from fatigue and pump block was worn from krts. A leak was found in the pump reservoir krt. Both cylinders were microscopically, and leak tested. Both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder. Both cylinders passed the leakage test. Based on the information available and analysis results, the hole/leak in the pump krt was the most probable cause of the complaint/event; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not pumping up. Upon explant, a fluid loss and broken pump were identified. A surgical procedure was performed in which the ipp was explanted. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not pumping up. Upon explant, a fluid loss and broken pump were identified. A surgical procedure was performed in which the ipp was explanted. No patient complications were reported.